Manufacturer narrative:
Additional information has been requested. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A surgeon reported a posterior linear tear of the right eye following laser assisted cataract surgery. After completing the laser cuts, the patient was driven to the outpatient surgery center for completion of the procedure. During the case the surgeon was able to remove the free floating capsulotomy, she then went with a pre-chopper and split the lens allowing the posterior bubbles to release anteriorly in the bag followed by hydro-dissecting the lens. Halfway through phaco emulsification, a posterior tear was noted running linear from three o`clock to nine o'clock. An anterior vitrectomy was performed and the intraocular lens was implanted. The surgeon thinks this was caused by the laser due to the linear shape of the tear. Additional information has been requested.

Manufacturer narrative:
Based on assessment, the product met specifications at the time of release. Based on the information obtained, the root cause of the reported event cannot be determined conclusively. (B)(4).